Event description:
It was reported that the procedure was to treat a 90% restenosed, eccentric, totally occluded saphenous vein graft (svg) to the right coronary artery (rca). No pre-dilatation was performed. The non-abbott filter was placed distally in the lesion, reportedly to collect embolic particles that might be released when treating the vessel. The 4.0x38mm xience xpedition stent delivery system (sds) was advanced over the wire of a non-abbott filter and the stent implant was successfully deployed. This was followed by successful deployment of a 4.0x33mm xience xpedition stent implant. The 4.0x33mm xience xpedition sds was deflated without issue; however, there was resistance noted during withdrawal (but not more than usual), force was applied (not more than normal), there was a sound (pock), and it was felt that the sds became loose. The sds was successfully withdrawn and it was noted that the balloon had separated from the sds. Upon removal of the non-abbott filter, the separated balloon was found in the retrieval catheter and exited the patient without any complications. The procedure was continued by introducing a balance middle weight (bmw) universal ii guide wire, followed by post-dilatation with a 4.0x20mm nc trek balloon dilatation catheter (bdc), and deployment of a 3.0x28mm xience xpedition. Reopro medication was given reportedly to dissolve pre-existing embolic debris and also to dissolve debris that might become free when stenting. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot for separation. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: if during withdrawal of the catheter, resistance is encountered, re-inflate the balloon up to nominal pressure. Deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10-15 seconds longer. Gently remove the stent delivery system with slow and steady pressure. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It should also be noted that the indications section of the IFU states: the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant product: embolic protection: 4.0mm spider fx . (B)(4) - against resistance; incorrect anatomy. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.